Event description:
The customer received blood glucose readings of 400/100/200mg/dl on the contour meter, re-tested on a different meter and the reading was 63mg/dl. The differences between the readings fall in the "c" and "d" zones of the consensus error grid, making the differences clinically significant. No adverse event was alleged. The customer was advised to return the test strips for evaluation. A new kit was sent to the customer.